Event description:
It was reported that the crystalens at-50ao was implanted using the ci-28 delivery device. Four months after the crystalens had been implanted, the surgeon noticed the haptic had been damaged. A second surgery was performed to explant the crystalens and a different make and model iol was implanted successfully. The pt¿s current status was described as good. Reference MDR # 2031924-2012-00015 for the intraocular lens.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the MFR for eval. Therefore, a device history review (DHR) could not be conducted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.